Event description:
The patient was admitted for a laparoscopic repair right inguinal hernia, which proceeded to conclusion. All sponge, needle and instrument counts were correct. Shortly after the surgical procedure, the sterile processing department contacted the operating room when they noted a piece of one of the grasper jaws was missing -approximate size 1.5 cm-. The physician ordered a radiograph, which revealed the jaw located in the region of the right inguinal repair. After physician consultation with the patient, it was felt that the risk and benefits of additional surgical intervention did not warrant returning to the operating room to remove the foreign body-jaw-. Outcome: retained foreign body without apparent harm.